Manufacturer narrative:
(B)(6). Should additional relevant information is available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of infusors (unknown elastomeric devices) were not delivering the full amount of antibiotic solution to the patients. The nurses noted that on ¿numerous occasions¿ upon completion of the infusions, there would be ¿some fluid¿ left over in the infusors (not further specified). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.